Event description:
It was reported to philips that the mask came off of the patient, but the system didn't alarm that the mask was disconnected. The device was in use at the time of the event. The patient was placed on another device with no other medical intervention required aside from the device exchange. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G5: 510(k)#: k102985. B4: 23jul2021. The customer stated bipap was in use on the patient when the circuit became disconnected, and no alarm sounded. The unit was still in use, but the patient must be fully monitored until the issue is resolved. The field service engineer stated device passed the test and verification. The device will alarms if the breathing circuit is disconnected, but the alarm will be canceled if pressure is applied at the end of the breathing circuit. The investigation is ongoing.

Manufacturer narrative:
The customer stated all their units are acting the same way since the upgrade to the software 3.00. The fse informed the customer that the unit will alarm if there is nothing at the end of the circuit, but the alarm will cancel as soon as there is some kind of obstacle or pressure at the end of the breathing circuit. No further information was provided. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.